Manufacturer narrative:
Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: product ID: vamf3834c150tj, serial/lot #: (B)(4), ubd: 24-feb-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a dissection and a ruptured thoracic aortic aneurysm of unknown size. The devices were implanted in the descending aorta to just above the celiac artery. The pre-operative rupture was caused by enlargement of the false lumen of the chronic dissection. It was reported that approximately 2 years post the index procedure, a distal stent graft induced new entry was detected. This was detected just above the celiac artery. As per the physician, the cause of the event was due to use of an oversized device in terms of its distal landing zone. It was reported that the (B)(4) implanted on the distal site was considered to be a factor in the entry issue. Intervention was performed where an additional valiant device was implanted to treat the sine. No additional clinical sequelae were reported and the patient will be monitored by their physician.